Event description:
In 2009, the pt reported experiencing elevated blood glucose of up to 400 mg/dl. He stated that he is not able to lower his blood glucose by bolusing through the infusion device. This has been an ongoing issue for several months and occurs a "couple" of times per week. The most recent occurrence was a "few" days ago. His target blood glucose level is 120 mg/dl. He stated that he occasionally has air bubbles in the insulin cartridge. He stated that he reuses insulin cartridges 2-3 times before discarding. He stated that the adapter had been in use for approx 1 year. He was advised to change the adapter with every 10th insulin cartridge change. He was advised against using products out of specification. Five days later, the pt reported that his blood glucose continues to be elevated. His insulin cartridge had been in use for 6 days and he stated that he continues to experience air bubbles. Replacement supplies were sent. Upon follow up six days later, the pt reported that he received products and "it seems to be working ok." The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.